Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced two insulin flow blocked alert crease on the tubing event on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.